Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a case of atrial fibrillation and atypical flutter ablation using the sphere catheter, char and thrombus formation were observed on the catheter tip upon removal of the device. Activated clotting time values measured during the procedure were 373 and 368. The physician observed some kind of thrombus or tissue at the tip of the sphere catheter at the end of the case. There was no impact to the procedure, no injury, no patient symptoms or complications, and no extension of hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the thrombus was located more on the outer wall catheter cage.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0230570959 was returned and analyzed. During an external visual insp ection, the catheter appeared intact with no visible defects. The returned catheter was connected to the lab/test system and tested for ablation and mapping. The catheter was reprogrammed using the e215 laptop. Radiofrequency and pulse field ablations were performed without anomalies. Mapping was performed without any anomaly. Mapping and shorts tests were performed using cirris tester, no errors were noted. In conclusion, the reported "clot/tissue at tip" issue was not observed with the returned catheter. The returned sphere 9 catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: image files were returned and analyzed. The first image showed the waveform of the generator. The second image showed a generator that was not connected. In conclusion, the reported clot/tissue at tip was not observed during image file analysis. The product has been returned and is pending analysis completion, upon which an additional report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.